Manufacturer narrative:
The device was returned to resmed and an evaluation was performed. The evaluation determined that the error messages were due to water damage of the single limb adapter. The single limb adapter was replaced to address this issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device displayed error messages (sf148 and sf218) indicating an issue with the device. There was no patient injury reported as a result of this incident.